Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The multiple hv charges and therapy deliveries depleted the battery well below eos and caused an inability to supply sufficient power to the circuitry which resulted in the device going into backup vvi mode. The device was tested on the bench and no anomalies were noted. The cause of the reported backup vvi was a depleted battery voltage.

Event description:
It was reported the device went into backup vvi mode after receiving multiple appropriate shocks during a vt storm. A firmware download was possible to resolve the issue. The device was explanted and replaced. The patient condition is good.